Event description:
It was reported that pump experienced malfunction alarm and would not reset despite following all reset steps with support. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to let pump battery fully deplete, and was advised to return malfunctioning pump to tandem within specified time frame using prepaid materials, while technical support arranged shipment of replacement pump and instructed customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.